Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 10.4cm to 10.8cm from the connector pin, which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device.

Event description:
It was reported that an insulation anomaly was observed on the right ventricular lead. No patient symptoms were reported. The lead was explanted and replaced.

Manufacturer narrative:
Correction: previously reported field was incorrect- the correct field is yes.